Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® one use holder, the blood collection set and holder spun out or separated an unspecified number of times. No adverse impact was reported regarding the patient or user.